Manufacturer narrative:
Correction: please note the device analysis results have been updated at this time. As such, the method codes, result codes, and conclusion code have been updated at this time. Device evaluation: analysis of the lead found the lead¿s outer insulation was cut/damaged. It was noted there was a gap reflow joint outer insulation adhesion anomaly.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_stylet_acc , product type : accessory. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. Device evaluation: analysis of the lead found the lead¿s outer insulation was cut by a needle at implant.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative (rep) that a "lead defect" was observed during the implant procedure. It was further reported that "the lead was replaced with a new one because a flaw was found on the lead surface during normal usage in lead placement." The physician noticed the lead anomaly while inserting the lead in the patient. The rep present at the procedure noted the "physician did not use the reported lead in the way that could cause damage to the lead." The lead was not implanted and was instead replaced at that time and the issue was resolved. It was noted there were no external factors contributed to the cause of the issue and no troubleshooting was performed. The patient was alive with no injury at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.